Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of implant failure and no indication that the implant or instruments were out of specification. The most probable root cause for the patient's pain symptoms is joint non-union. The surgeon damaged two removal chisels during the revision surgery due to misuse. The implants were not returned for evaluation. Right side ifuse implants initially added on (B)(6) 2010. The ifuse implants were not returned for evaluation: ifuse implant, p/n 7035-90, lot# 10007, manufactured 07/26/10, expires 2013-08 (B)(4). Ifuse implant, p/n 7045-90, lot# 10009, manufactured 08/31/10, expires 2013-08 (B)(4). Ifuse implant, p/n 7045-90, lot# 019820521, expires 2017-04 (B)(4). Ifuse implant, p/n 7055-90, lot# 11868704110, expires 2016-11 (B)(4). Chisels returned for evaluation: p/n 500260-b, chisel, removal system, 2 blade (lot n35818). P/n 500260-b, chisel, removal system, 2 blade (lot n35819). Chisel engineering evaluation summary: the chisels were not aligned properly with the implants before being struck with the mallet. The edges of the chisels were damaged by contacting the implants.

Event description:
In (B)(6) 2010, the patient underwent a right side si joint arthrodesis where four ifuse implants were placed. The patient had a revision surgery in (B)(6) 2012 where one ifuse implant was removed and iliosacral screws were added. The patient had continued si joint pain so another revision surgery was performed in (B)(6) 2015. The surgeon attempted to use ifuse implant removal chisels to remove the implants but he was unable to position the chisels correctly and ended up damaging the blade of the chisels on the implant. The remaining three ifuse implants were ultimately removed and additional iliosacral screws added. The patient's status following the procedure is unknown at this time.